Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator had low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. No intervention was performed. Patient was asymptomatic and would be monitored.

Manufacturer narrative:
Correction: h6 should have included 1036 - signal artifact in device code.